Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and from a patient via manufacturer representative. The patient was receiving fentanyl (2000 mcg/ml, 12.2 mcg/day), bupivacaine (10.5 mg/ml, 0.064 mg/day) and morphine (1.8 mg/ml, 0.0110 mg/day) via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the pump was alarming and the patient was experiencing withdrawal. There were no environmental/external/patient factors that may have led or contributed to the issue; no diagnostics/troubleshooting was performed. The pump was set to minimum rate and the patient put on oral pain pills; the pump was replaced. The issue was resolved; the patient status was 'alive - no injury.' Pump logs indicated a rejected bolus request at 1:16 am on (B)(6) 2018, and a motor stall at 5:31 am on (B)(6) 2018 with recovery at 7:04 pm on (B)(6) 2018. The patient¿s concomitant medications included bactroban, topically; buspirone hcl, cialis, cymbalta, keflex, lipitor, lisinopril, metoprolol succinate, oxycodone hcl, oxycontin, testosterone cypionate (intramuscular), tramadol hcl, trazodone hcl, vistaril, and xarelto, orally. It was reported that eri (elective replacement interval) had occurred. The patient was 5'10" and 193.8 lbs. The patient's allergies were listed as 'nica.' The patient's comorbidities were listed as 'tia' and 'htn.' It was reported that the current 20 ml pump protruded slightly. The refill interval was 21 days, and the nurse would like the 40 ml pump if the doctor thought it would fit. The patient had 'normal cds' (B)(6) 2018. The patient was on xarelto. The patient had a diagnosis of 'm96.1' postlaminectomy syndrome. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/wear/lubrication on the motor gear train, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.